Event description:
The customer reported the therapy cable pin broke inside of the therapy port.

Manufacturer narrative:
The customer reported the therapy cable pin broke inside of the therapy port. Philips evaluated the reported malfunction and the reported symptom was confirmed. Replacing the therapy port resolved the reported issue.